Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the power pcb assembly and determined that the cause of the reported failure was due to the surface mounted, tantalum capacitor, designator c4 on the power pcb assembly that had shorted. This caused the internal land of the power pcb assembly to blow. The device would therefore not power on anymore.

Event description:
It was reported to physio-control that the customer's device would not switch on during the daily check. There was no patient use associated with the reported event.